Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report due to the condition of the returned device. The clip was not returned for evaluation. The drive wire remains attached inside the handle. The drive wire moves inside the catheter with handle manipulation. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the clip portion of the device was unable to be returned for evaluation. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), a cook disposable hemostasis clip was used. The clip fell apart upon exiting the distal end of the endoscope. Nothing was removed from the pt [detached section was left to pass naturally through the gastrointestinal tract]. Another cook disposable hemostasis clip was used to complete the procedure without difficultly. There was no harm to the pt due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.